Event description:
Pacemaker lead failure requiring reprogramming to manintain 11 ventricularcapture. Patient admitted to ccu for permanent pacer lead revision. Existing wire removed. New (v) wire placed.